Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-sep-2019, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) 10 mg/ml at 1.5 mg/ml daily via an implantable pump for unknown indication for use. It was reported that during an end of service (eos) replacement for 8637-20. While intra-operative, the physician was unable to aspirate catheter. It was reported that there were no patient symptoms and no external factors present. They tried to change pump portion first but still could not aspirate. They did exploration in the spine portion and discovered the catheter was just barely in the intrathecal space. Since we were unable to locate the break in the catheter, the entire catheter was replaced with 8782, 8784. The issue resolved with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.